Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation because it was discarded at the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the screws on the base in the trajectory guide kit were not entering in the skull well. They were supposed to be self-tapping and the health care professional was having issues inserting them. No further information is available at this time. Additional information received stating that the health care professional found that the instrument was damaged at the beginning of the procedure. The probable cause of the reported issue is that there seems to be a problem with the screws as they usually are easy to insert and they are experiencing problem lately with the screws. The site stated that the screws don't seem to be self-tapped as usual. The reported issue occurred during a cranial biopsy. There was no adverse event with the patient and there was about a 5 minute delay to the case. Additional information was received stating that the health care professional opened a new kit and was able to continue with the case. Navigation was not aborted and there was no impact on the patient.